Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. However,from the reported condition it was mentioned that when making a burr hole on the very hard bone, the drill bit broke off at its root. Therefore excessive force on the very hard bone could have caused the device to break. However, definitive root cause cannot be determined since the device was unavailable for physical evaluation. No lot number was provided which precludes in conducting a manufacturing record evaluation. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history, batch, null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. No initial reporter available. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an arthroscopic joint lip reconstruction procedure treating recurrent dislocation of the shoulder on (B)(6) 2019. When the surgeon was making a burr hole on the very hard bone, the drill bit broke off at its root. The fragment was removed from the patient¿s body. The procedure was completed with a replacement without surgical delay. The device was brand new and the first use when the issue occurred. There was no harm to the patient. This is report 1 of 1 for (B)(4).